Event description:
Unomedical reference number (B)(4). Event occurred in poland on (B)(6) 2024, it was reported that the patient faced an infusion set leakage at quick release after infusion set change. The blood glucose level of the patient at the time of event was 400 mg/dl. Moreover, the infusion set was used for less than a day. No further information was available.